Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call compromised force sensor system alarm. Customer stated the insulin squirts out during manual prime and the compromised force sensor system alarm goes off. The drive support cap appears to be damaged on the insulin pump. Customer could not recall any significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip and minor scratches on the display window.